Event description:
Failure to osseointegrate. The initial report did not have a batch number, however we have received this information from cs us . Hence this updated reports.

Event description:
Failure to osseointegrate.